Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. The customer stated that the symptoms related to low blood glucose such as mental confusion, weakness and fatigue. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did allege insulin pump was over delivering because even though they suspended the delivery of the insulin pump it still dropping some insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).